Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the patient contaminated the ventilator with bed bugs. The device was in use on a patient at the time of the reported issue was discovered; however, there was no harm to the patient or user. It was reported that the patient contaminated the ventilator with bed bugs. The customer requested assistance with cleaning the ventilator. A remote service engineer (rse) contacted the customer and was informed that there were no bed bugs in the ventilator. The customer performed an internal inspection and confirmed no evidence of bed bugs in the ventilator. The device passed the required performance verification tests per philips standards and was returned to service.